Event description:
Reporter alleged blood glucose measured 307 mg/dl on one particular set of test strips back to back with a reading of 92 mg/dl on a different set of test strips. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.